Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit passed the dat test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner, cracked lcd window and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose and that the reservoir compartment was cracked. The customer was hospitalized on (B)(6) 2017 at 9:00 pm with a high blood glucose of 600 mg/dl. The caller said that the customer was wearing the pump at the time of hospitalization and said the reason for the hospitalization was because of the high blood glucose. The customer was discharged with a blood glucose of 100 mg/dl and the caller declined troubleshooting for the high. She was advised to discontinue use of the pump and to revert to a back-up plan per their doctor¿s orders. The pump will be returned for analysis.